Manufacturer narrative:
The t:slim x2 g6 pump user guide states: "do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka)." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced when the customer attempted to fill the cartridge with insulin. The customer continued to fill the cartridge and completed the load sequence; however, received an inaccurate fill estimate and the insulin gauge remained static. Reportedly, the customer's blood glucose (bg) was low. Bg value not provided. Bg was treated by consuming juice. Reportedly, insulin was added to the cartridge outside of the proper load sequence. During troubleshooting with tandem technical support, a new cartridge was loaded successfully and insulin delivery was resumed.